Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device or any imaging could be provided for evaluation. Additional information provided that due to the weak condition on the patient's bone, the surgeon decided to not place a screw at s1 and installed the screw as a dual screw at the iliac. A rod fracturing in a lumbar construct at s1 may be consistent with high or excessive forces placed on the rod. If the rod was not supported with a screw at s1, then these forces have a higher chance of being excessive on that location of the construct. However, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed to replace a creo rod that broke post operatively. This event occurred in japan.